Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tenaculum forceps instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed that the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. Missing crimp was approximately 0.046¿ x 0.032". Failure analysis found the primary failure of a broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. The root cause of a broken pitch cable is a component failure. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Additionally, the observation was not reported was that the main tube exhibits signs of scratch marks/abrasions on the distal end. The main tube scratch marks measured roughly 0.03" to 0.21" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. The root cause is attributed to mishandling and misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. Failure analysis found the additional failure of main tube ¿ scratch marks to not be related to the customer reported complaint. A review of the instrument log for the instrument associated with this event has been performed. Per logs, the instrument was last used on 20- april-2022 on system sl0887, with 3 uses remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that after a da vinci-assisted myomectomy surgical procedure, site detected a loose wire with the tenaculum forceps instrument. The procedure was completed with no reported injury nor delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reported was unable to provide additional information.